Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the pump alarmed a pump error and rewind anomaly. Insulin pump passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error or rewind anomaly noted during test. Insulin pump successfully downloaded to thus. Verified pump alarmed pump error 130 on (B)(6) 2021 19:35:19.000 in pump downloaded history due to corroded motor home switch. No moisture damage noted to electrical board1 board or electrical board 2 board during visual inspection. The following were noted during visual inspection: corroded motor home switch, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error or rewind anomaly noted during test. Verified pump alarmed pump error on (B)(6) 2021 19:35:19.000 in pump downloaded history due to corroded motor home switch.

Event description:
Information received by medtronic indicated that the insulin pump was randomly rewinds but was working fine. No harm requiring medical intervention was reported. The device will be returned for analysis.